Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by jammed? Did the device cut and staple? Was the device difficult to close? How many firing strokes of the trigger was surgeon able to complete? Was the device jammed with multiple cartridges or just one? Was anything unusual notes with the feeling of device or noises while firing? What is the current patient status?

Event description:
It was reported that during (rectum resection) laparoscopy procedure after two shots echelon stapler has been jammed. To procedure completed physician has to changed procedure from laparoscopy to classic and open patient.

Manufacturer narrative:
(B)(4) batch number ==> l54p8x. Investigation summary ==> the analysis found that the ec60a device was received with the closing trigger and anvil in the closed position, the knife jammed and with a gst60d cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. After further analysis the knife was noted to be nicked. In addition, several b-form staples were noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.